Manufacturer narrative:
Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown.

Event description:
It was reported the patients blood glucose level rose to 550 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking from the infusion site (leg). As treatment, a new pod was applied.